Manufacturer narrative:
Philips service replaced the power of dvi switch and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that large screen blank due to dvi switch power failure on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.